Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck was seized and heavy moving. It was further noted that the gear ring from the drill chuck was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the teeth on the drill chuck device were worn out. During in-house engineering evaluation, it was observed that the chuck was seized and heavy moving. It was further observed that the gear ring from the drill chuck was blocked. It was not reported if the device was used in surgery, or if there was patient involvement reported. There were no delays in a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.